Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, when the surgeon tried to fire the device, no clip came out. The clip is hanging from inside.